Event description:
The robot seemed to be more sensitive then usual and a screw actually seemed to miss laterally. To help with examining what went wrong, the difficulties we had persisted on the patients right side. The pa seemed to think the trajectory looked perfect until it came time for the driver array to pass down the end effector, then showing a sudden change in trajectory. I am unsure if an issue could be related to technique or not. We have since used the robot this week and did not seem to have issues.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. An investigation of the case logs revealed that the isolated misplaced screw within the total construct leads to the conclusion that this is symptomatic of the user experiencing skiving on the area of bone the trajectory had been planned on. Further investigation revealed that no surveillance marker was paired to the system before navigating. It is recommended to pair the surveillance marker so that the system is able to appropriately alert the user if the drb was bumped at any point during the case. No adverse affect to the patient was recorded. The cause of the reported issue can be traced to user technique.